Manufacturer narrative:
The patient reports no excessive activity or trauma that may have potentially contributed to migration of the implanted leads. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain, with the implanted leads targeting the superior genicular nerve. After activating the system, the patient reported reduction in pain relief. Field investigation confirmed that the lateral lead had migrated away from the original placement and the medial lead placement was not providing sufficient relief. A surgical revision was performed on (B)(6) 2024 to replace the leads. During the procedure the components sustained handling damage and thus the entire system was replaced. The new medial lead was placed slightly more posterior to improve therapy. The new lateral lead was placed back at the original implant location.